Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. Testing performed by a co rep confirmed showed that the device was functioning. Surgery to explant the pt's cii device will be scheduled.